Event description:
It was reported that there was no audio available on the dash 3000 due to a presumed speaker hardware failure. The device was not in use with a patient at the time the speaker failure was noted. No injury or delay in treatment was reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted once the investigation results are available.